Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump had experienced high blood glucose and also had under delivering. The customer¿s blood glucose level was 380 mg/dl at the time of the incident and the current blood glucose was 103 mg/dl. The customer¿s blood glucose level was between 300 mg/dl and 400 mg/dl. The customer was treated with syringe. The customer alleges pump was under delivering. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call back for assistance if high blood glucose persist. The insulin pump will not be returned for analysis.